Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures a patient experienced severe myopia and the lenses are "shifting" forward. There are two medical device reports associated with this patient. This report is for the right eye.